Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (10 mg/ml at 3.215 mg/day) and morphine (20 mg/ml at 6.430 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the catheter was replaced due to a volume discrepancy. No further complications have been reported as a result of this event.